Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed notifier for low pacing impedance on the atrial lead. It was also noted that there was noise on the atrial lead in aug 2017 that was addressed by programming changes. Programming changes were performed to resolve the issue. The patient condition was stable.